Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution associated with tough imaging for posterior and anterior leaflet. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with restricted posterior leaflet, thin leaflets and enlarged left atrium. It was noted that imaging was challenging. First clip was implanted a2/p2 medial. After deployment, single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet. Another clip was implanted reducing mr to grade 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.